Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that when a sensor failure had occurred, reportedly, no alarm was shown in the continuous glucose monitoring (cgm) history. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.

Manufacturer narrative:
Follow-up # 1 date of submission 08/25/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 8/03/2016 with the following findings: a review of the pump black box data showed a manual time/date change from (B)(4) 2016 at 5:31 pm to (B)(4) 2016 at 5:32 pm leading to a one hour ¿ant¿ alert was reflected in the cgm history. There was no activity outside of normal use observed in the history. During testing, a test transmitter was paired with the pump successfully. A blood glucose calibration of 120 mg/dl was accepted in both attempts within two hours. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20% with no alarms occurring. The original complaint of no alarm for a sensor failure appearing in the cgm history was not duplicated during the investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment.